Manufacturer narrative:
Section d4 expiration date was updated. The qc was acceptable. A general reagent issue was excluded. The field service representative found no cause for the issue. The issue could not be replicated. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A precision test was performed with the alleged sample, and the results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 145 miu/ml. On (B)(6) 2026, the sample was repeated on another module, and the result was 23,724 miu/ml (reported as 23,000 miu/ml). The sample was repeated on the same module as the initial result, and the result was 23,000 miu/ml. The sample was repeated because the physician questioned the result. The repeated results were believed to be correct.